Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between october 9-13, 2023. H11: the actual device was received for evaluation containing 65ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver all of the contents during patient infusion. The device contained 18000mg piperacillin/tazobactam and sodium chloride 0.9% having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.